Event description:
It was reported during set up before the procedure that the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. The procedure was completed successfully. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker service technician through visual inspection. Bent duraguard can occur when excessive side load is applied to the feature. Device was placed in parts retention.